Event description:
The sales rep reported that in 2008, he learned of a situation in which the patient had an initial anterior fusion. The patient began to complain of pain around the esophageal area sometime after the surgical procedure. Eventually the surgeon performed a revision surgery and found that one of the screws was starting to back out and pulling the antcer plate with it. The surgeon removed the entire construct and replaced it with another one.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.